Event description:
New information notes that the patient presented to the emergency room with heart palpitations due to the dislodged right ventricular lead.

Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the emergency room. It was revealed that the right ventricular lead had dislodged. The dislodgement was confirmed via chest x-ray. The lead was removed and replaced. The patient was stable.